Event description:
It is alleged that "the details of [pt]'s initial cook celect filter implant are unclear because the implantation records were destroyed in accordance with the retention policy of the hospital. In late (B)(6) 2014, it was determined that [pt]'s initial cook celect filter had become clogged with blood clots. These blood clots extended from the level of [pt]'s cook celect filter into his iliofemoral veins. On (B)(6) 2014 [pt] underwent several procedures which included the removal of the blood clots, removal of the initial celect filter, and implantation of a second cook celect filter."